Manufacturer narrative:
Device discarded.

Event description:
It was reported that during a procedure the housing broke and fell onto the patient. There was no harm to the patient, the procedure was completed successfully, with no significant delay, adverse consequences, or medical intervention.